Event description:
Customer received a blood glucose reading of 284mg/dl. The customer was found unconsious and the emergency medical technicians were called. Emergency medical technican received a blood glucose reading of 33mg/dl. Pt was given a shot of dextral, and was taken to the emergency room and was admitted to the hosp. No controls were used. A request for return of the suspect device was requested. Replacement product was sent.